Event description:
The end user reported that within the last two weeks, the skin under the skin barrier became red and began itching, burning and weeping. The end user sought medical treatment from her physician and was issued a prescription for diflucan. The patient has not noted any improvement to the area after 5 days. No further information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.